Event description:
This is report 1 of 3 for (B)(4). It was reported by a healthcare professional in china that during a knee procedure on (B)(6) 2023, it was observed that the suture on the truespan meniscal repair system peek 24 degree device broke off when tightened. Changed to another one to continue the surgery but it did not fire again after the first firing. According to the report, a foreign matter such as a hair was found when package of the bio-intrafix tapered screw, 7-9 mm x 30 mm device was opened. Another like device was used to complete the surgery. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is currently unavailable. The device manufacture date is currently unavailable. Investigation summary: the complaint device is not being returned, it was discarded, therefore unavailable for a physical evaluation, however four photos were provided. Upon visual inspection of the third photo, it could be observed a partial part of the device , the suture is not shown in the photo. The needle appear to be deformed. A manufacturing record evaluation was performed for the finished device 9l62976 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo and since the suture is not shown in the photo, this complaint cannot be confirmed and a possible root cause for the issue experienced by the customer cannot be determined. A possible root cause for the needle deformed and the sleeve damaged can be attributed to procedural variables, such handling of the device or product interaction during procedure; an excessive manipulation of the device, tilting movements of the applier needle while it was inserted causing the needle to be deformed, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.